Manufacturer narrative:
(B)(6).

Event description:
It was reported that device contamination occurred. A 2.75mm x 12mm quantum maverick balloon catheter was selected for use; however, when the device was put onto the table after being unpacked, a hair was found inside the inner bag. The box was initially sealed and no damaged was noted on the sterile pouch. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: fg quantum maverick, mr 2.75mm x 12mm was returned in a plastic biohazard bag. The device packaging was not received for analysis. A visual and microscopic examination of the entire device identified no hair attached. An examination of the biohazard bag did not identify any hairs attached. An examination of the entire quantum maverick device identified no evidence of device use. E1: initial reporter phone: (B)(6).

Event description:
It was reported that device contamination occurred. A 2.75mm x 12mm quantum maverick balloon catheter was selected for use; however, when the device was put onto the table after being unpacked, a hair was found inside the inner bag. The box was initially sealed and no damaged was noted on the sterile pouch. The procedure was completed with another of the same device. The patient condition following procedure was stable.